Manufacturer narrative:
(B)(4). D10: 5980-37-01, tibial component, (B)(6). G2: foreign - event occurred in thailand. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the articular surface could not be seated despite multiple tries. The device was removed and inspection revealed an abnormality in the locking mechanism. A replacement implant was requested and opened for use. The surgical technique was utilized; there was no surgical delay. No further information has been provided.